Event description:
Patient undergoing spinal surgery on andrews spinal table positioned according to manufacturer guidelines; the patient care kitaa was used, items, including foam piece, for face positioning used to position face according to manufacturer guidelines. Immediate, post-op patient had facial swelling, eye area swelling and numbness from left saggital suture line to neck and into ear on left. This complication required steroid treatment. Final outcome of apparent loss of sensation unknown at this writing.